Manufacturer narrative:
H.6. Investigation summary: "material #: 364391 lot/batch #: 3044207 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the blood backflowed into the piston, and it leaked. The following information was provided by the initial reporter. The customer stated: "after performing a blood gassing, blood backflow appears behind the piston during purging: piston leaks."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the blood backflowed into the piston, and it leaked. The following information was provided by the initial reporter. The customer stated: "after performing a blood gassing, blood backflow appears behind the piston during purging: piston leaks."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.